Event description:
Customer reported abo mistype on donor samples. During a donor recheck assay on the echo, they received a reagent verification error with the anti-b reagent. Review of the color check images for the samples indicated all of the anti-b wells were empty. Additionally, the color check failed for two of the five donor samples. The three samples that passed the color check reported results, however. Because there was not anti-b pipetted into the wells, these 3 samples should have failed the color check as well.

Manufacturer narrative:
Testing on an in-house echo instrument was performed following the scenario that was identified in the complaint. When pipetting failure occurs along with the failed color check read for anti-b reagent, there is a failure to detect the absence of anti-b reagent. This can lead to group b or ab being mistyped as o or a, respectively in the donor, confirm and pediatric assays. The root cause for the pipetting failure is software related and will be corrected with a software patch. Customers were notified of the software problem in 2008. Investigation into the anti-b color check issue is ongoing. The operator manual indicates that forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. Before red blood cell products are released for transfusion, abo and rh (d) test results should be verified. This verification can consist of an immediate spin crossmatch or a result comparison to a second current or historical abo and rh (d) test by the same or an alternative method. This limitation applies to all abo-rh assays, both with and without a reverse test.